Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) last thursday and the pump was not checked after the MRI. When they came today, they saw a warning that there was a loss of therapy, possible pump damage, and potential underdose. They read the pump again and saw a motor stall and recovery. Reviewed telemetry mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.